Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device intermittently had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device would not likely be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate the reported failure. Physio observed that the unit had ok on the readiness display and that the unit would power on, charge and provide defibrillation energy when prompted. Physio also confirmed that the readiness display functioned properly when the device lid was closed, open, or being physically manipulated. No discrepancies were observed. The device memory was downloaded and there was no evidence in the data that would suggest that three icons (charge-pak, attention and service wrench) would have been present on the readiness display, as originally reported by the customer. The cause of the reported failure could not be determined. The customer was provided with a replacement device.